Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing difficulty charging her scs ipg. The pt stated she has been unable to fully charge her ipg in approx six months. An sjm rep met with the pt and confirmed the issue. The ipg communication with the charger is very intermittent. The pt does not have stimulation therapy. Surgical intervention to address the issue may be undertaken to at a later date.